Manufacturer narrative:
The insulin pump was received with minor scratched display window, cracked battery tube threads, broken off reservoir tube lip, broken belt clip slot and cracked case at reservoir tube window corners.

Event description:
The customer reported via phone call that their insulin pump was damaged. The customer¿s blood glucose level was unknown. The customer states had a crack near the reservoir compartment. Troubleshooting was performed for damage and was advised to discontinue use of the pump and revert to a back-up plan. The insulin pump will be returned for analysis.